Event description:
Device malfunction: premature deployment. Time of malfunction: after preparation, before patient use. Symptoms/ae: none, no patient involvement. It was reported that the acculink stent prematurely and partially deployed. After device preparation, during inspection, and before the device entered the anatomy, 1-2 mm of the distal end of the stent was noted as being exposed from the sheath. The device was not used. There was no patient involvement. It was reported that the physician caused the stent deployment during preparation. There was no adverse patient effect. Though requested, no additional information was available.

Manufacturer narrative:
Evaluation summary: visual inspection of the returned device suggests that when the mandrel was pulled out during preparation, the tip may have been inadvertently pulled as well. If the tip is pulled significantly, it is possible for the backing of the stent holder to, in turn, push the stent distally, causing a partial deployment. There were no suspect manufacturing issues observed on the returned device. A review of the finished device lot history record did not reveal any non-conformities which could have contributed to this complaint. The customer reported the deployment occured during device preparation and handling.